Event description:
The patient came in reporting instability and the cause is unknown. At about 1 month post primary the surgeon revised the insert (12 to 14 mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23 january 2023: lot 2116990: (B)(4) items manufactured and released on 20-jan-2022. Expiration date: 2026-12-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.